Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's identifier unknown. Patient's weight unknown.

Event description:
It was reported that the implant (oss411) was fractured and it was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite parallel walled implant (oss411) was returned for investigation. Visual inspection of the as returned product identified that the implant was severely fractured. Piece of the fractured implant was attached to a four-unit bridge. There was presence of bone residue around the external threads. Measurements and functional testing could not be conducted due to the device being severely fractured. Pre-existing condition noted on the per is moderate bone density (type ii). The reported device was located on tooth # 29 and the device had been implanted for approximately 3 years when it was determined to be fractured. X-ray or images were not provided. DHR review for the lot (2015111116) had revealed no deviations nor non-conformances which could have caused or contributed to the event (fracture). All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015111116) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (oss411). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).